Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, and section 3.8 inspection of the endoscopic system¿ of the instruction manual: "[inspection of the endoscope]. 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of suction function]. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.". "[Inspection of the endoscope]. 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found residual liquid or foreign material coming out of the channel tube and suction port, the suction channel inside the universal cord is pierced/ cut/ or scratched, the bending section rubber has a scratch,the suction cylinder was scraped with a cleaning brush, the image guide protector has a chip, the connecting tube has discoloration, the connecting tube has a scratch, the angle wires were stretched, the air/ water-cylinder has corrosion, the lock engagement lever has discoloration. The lock engagement knob has discoloration,the upward/ downward knob has discoloration, the right/left knob has discoloration, the image guide protector has a chip,the suction connector has corrosion,the universal cord has a scratch,the control unit has discoloration, and the control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus,the evis lucera elite gastrointestinal videoscope had an angulation malfunction. Inspection and testing of the returned device found residual unknown foreign material that comes out of the channel tube and the suction port; this has been attributed to insufficient cleaning. It is unknown if the device was cleaned, disinfected, or sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle. It was stated there was delay in the start of the pre-cleaning. The air/water nozzle was not flushed with air, or water, the nozzle was not cleaned with lint-free cloths, brushes, or sponges and the air/water nozzle was not flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.